Event description:
The customer reported that they were having artifacts in the image with the s8-3t transducer during clinical use. The field service engineer confirmed that there was no reported injury or safety concern. The customer elected to buy a new transducer from a third party vendor; defective transducer not returned to philips.

Manufacturer narrative:
S8-3t image quality degradation during clinical use at a critical time was previously evaluated per hhe # (B)(4) and was determined to be unacceptable. An emdr report will be submitted for this image quality issue. Philips could not confirm the image quality issue; the transducer was not returned for evaluation as the customer elected to use a third party vendor for transducer repair.

Manufacturer narrative:
(B)(4)